Event description:
Report received of particulate. The customer reported that the tubing set was connected to the pt's venous access device prior to an unspecified surgical procedure. The physician attempted to administer an unspecified anesthesia drug through the distal clave via a 3ml bd syringe; however, the physician met resistance and could not administer the drug. The anesthesia technician stated that she was able to administer the medication but "met quite a bit of resistance". When the syringe was removed from the clave port, a "small hard piece of plastic" was noted at the tip of the clave port. The tubing set was replaced and the surgical procedure continued. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.